Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and replaced the ratio pump. Identified failure mode: failure mode appears to have been the ratio pump. This MDR is related to another MDR 2050012-2014-00130 for a similar event on another date.

Manufacturer narrative:
The ratio pump was returned for further evaluation. Testing was not conclusive to confirm the failure mode. Unable to determine the cause of the reported event.

Event description:
The customer reported erroneous test results of high na (sodium) and calc (calcium), and low cl (chloride) were generated for one patient sample when using the unicel dxc 800 synchron system. Results were not reported out of the laboratory. When the issue was noticed, the samples were repeated on another dxc in the lab and those results reported. There were no reports of death, injury or affect to patient treatment associated with this event.